Event description:
Pacemaker approaching end-of-life within next few months. Recurrent problems w/phrenic nerve stimulation required replacement to a new location approx one year ago. "R/I" replacement of transvenous coronary sinus. Since then, there has been progressive increase in this lead. Leads replaced w/steroid-tipped epicardial leads.